Manufacturer narrative:
The device evaluation details: the device was returned to johnson & johnson medtech for evaluation on 20-jan-2025. A visual inspection, and force test of the returned device was performed following johnson & johnson medtech procedures. Visual analysis revealed reddish material inside the pebax and the rocker arm detached from the handle. A microscopic examination was performed and it was observed a separation between pebax and electrode. The force feature was tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax separation is related to the manufacturing process of the device. The potential cause of the rocker arm detachment could be related to the shipping process; however, this cannot be conclusively determined. The rocker arm issue is unrelated to the reported event. The instruction for use states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Always zero the contact force reading of the catheter following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. Refer to the instructions for use for the carto¿ 3 system for instructions on how to zero the contact force reading. Do not use if the package is opened or damaged. As part of j&j medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids to get inside into the device. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿contact force (cf) increased¿ issue. In addition, biosense webster inc. Analysis finding of the ¿reddish material inside the pebax and a separation between pebax and electrode¿. Investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115)) were selected as related to the customer¿s reported ¿contact force (cf) increased¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. Investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: actuator (g04002) were selected as related to the biosense webster inc. Analysis finding. ¿the rocker arm detached from the handle¿ issue. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a separation between pebax and electrode. Immediately after ablating for the first time, contact force (cf) increased. The issue was not resolved by replacing the cable. The qdot micro catheter was replaced with another new one. The procedure was completed without patient's consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 07-feb-2025, observed reddish material inside the pebax and the rocker arm detached from the handle. A microscopic examination was performed and it was observed a separation between pebax and electrode. The event was originally considered non-reportable, however, bwi became aware of a separation between pebax and electrode on 07-feb-2025 and have assessed this returned condition as reportable.